Event description:
It was reported that the patient presented to the hospital stating that she had not been feeling well. Interrogation of the device revealed loss of ventricular capture and high lead impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.